Event description:
The patient reported an infection, antibiotics were prescribed, and an explant procedure was performed on (B)(6) 2022. The patient is not well and has had multiple unrelated infections.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, the script was completed with limited information as the clinical representative who covered the case no longer works for stimwave. Potential causes of infection include multiple tunneling attempts, not prescribing antibiotics pre-operatively, not irrigating the site before closure, not prepping the skin with an antiseptic solution, the patient touching/picking the wound and the patient contraindications. It was reported that the patient has multiple health conditions and co-morbidities, should had not been implanted and is currently being treated for infections. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is due to the patient being a poor candidate due to health, weight, age, or mental capacity (user error - clinician).